Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve implant procedure, the evolut fx delivery catheter system (dcs) was inserted after a pre-implant balloon dilation was performed. The physician noticed tension in the dcs before crossing the aortic arch. After crossing the arch, the tension persisted and then the physician turned the dcs above the arch. During initial deployment, tension was still noted and difficulty was experienced when attempting to release the valve. From approximately the third node onwards, the dcs capsule was unable to be opened or closed any further. Subsequently, the implant team pulled the dcs into the descending aorta, where the capsule was successfully closed and the system was withdrawn from the patient's body. A new valve, dcs, and loading system were used to complete the implant without issues. Additional information was received that turning of the deployment knob (actuator) was difficult during deployment according to the physician. The capsule responded when the deployment knob was turned during the first release attempt, but the capsule no longer responded when the valve was closed. There was no separation of the actuator components.

Event description:
It was reported that during the valve implant procedure, the evolut fx delivery catheter system (dcs) was inserted after a pre-implant balloon dilation was performed. The physician noticed tension in the dcs before crossing the aortic arch. After crossing the arch, the tension persisted and then the physician turned the dcs above the arch. During initial deployment, tension was still noted and difficulty was experienced when attempting to release the valve. From approximately the third node onwards, the dcs capsule was unable to be opened or closed any further. Subsequently, the implant team pulled the dcs into the descending aorta, where the capsule was successfully closed and the system was withdrawn from the patient's body. A new valve, dcs, and loading system were used to complete the implant without issues.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media image of the event reported above was provided. Evidence shows multiple images within the one media image. There was no executive summary or computed tomography (CT) provided for anatomical considerations. A fluoroscopy valve load inspection was provided. Per medtronic to complete the load inspection, position the capsule flat on an area that will not impede clarity of the device, and slowly rotate the capsule 360° and inspect the valve for any indications of a misload. It cannot be confirmed the valve was loaded properly because it appears the capsule was not rotated in 360 degrees. Evidence shows there was a pre dilation done to the native annulus prior to inserting the delivery system. It was reported that the physician noticed tension in the delivery catheter system (dcs) before crossing the aortic arch. After crossing the arch, the tension persisted and then the physician turned the dcs above the arch. Per medtronic instructions for use (IFU), do not rotate the handle when the capsule is at or beyond the arch. Continued attempts to rotate the capsule during resistance may result in product failure and/or patient harm. It was reported that during initial deployment, tension was still noted and difficulty was experienced when attempting to release the valve. From approximately the third node onwards, the dcs capsule was unable to be opened or closed any further. Subsequently, the implant team pulled the dcs into the descending aorta, where the capsule was successfully closed and the system was withdrawn from the patient's body. A new valve, dcs, and loading system were used to complete the implant without issues. The second valve appears to be loaded properly prior to deployment. Evidence shows that valve deployed to the point of no capture at an appropriate depth and deployed. A post balloon aortic valvuloplasty (bav) was performed. The second valve appears to be loaded properly prior to deployment. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nose cone. Delamination was observed over the nitinol reinforcing frame of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with no evidence of an in-fold. An in-house evfxplus-29 valve was successfully loaded onto the dcs, there was no tension was experienced when advancing the capsule. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. There was no difficulty experienced when deploying the valve. No other deformation evident to the remainder of the device. The reported deployment difficulties could not be confirmed through analysis. The reported event of unable to recapture could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.